Event description:
The customer reported false negative results in the anti-a microtube with a group ab sample using mts a/b/d monoclonal grouping card lot# 040606053-03. The sample was forwarded typed as group b.

Manufacturer narrative:
Sample was not submitted for investigation. Mts could not confirm the customer's complaint. Based on the available info and the results of the investigation, sample is an asubb (weak a antigen expression) reacting negative in the anti-a gel and weakly in tube (1+). Incident is most likely sample related. Mts cannot rule out gel card as a contributing factor. Labeling for the anti-a, anti-b, anti-a, b gel cards cautions the user as follows: the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens. It is expected that gel card containing anti-a and anti-a, b will not detect some very rare weak examples of the a or b antigen. Suppressed or diminished expression of certain blood group antigens may give rise to false negative reactions. For this reason, caution should always be exercised when assigning the abo type. The results of red cell grouping should be confirmed by reverse (serum) grouping. Abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. Any discrepancies between the cell and sera grouping results must be resolved before the abo grouping is assigned. A false negative result in forward typing may lead to the misclassification of a pt's abo group. This has the potential to lead to transfusion of abo incompatible blood with risk of death up to 10%. For this reason, incident is considered reportable.